Event description:
It was reported the pt had primary surgery 10 yrs ago and a revision was performed in 2006. At this time, the surgeon implanted c-taper head on a morse taper stem by mistake. The packaging insert warns that improper seating of the head may result. Twenty-six days later, surgeon noticed that the inner head was disassembled through x-ray. Revision surgery was performed immediately (c-taper was replaced with a morse-taper head).

Manufacturer narrative:
Device not returned. No evaluation will be performed. If device becomes available a supplemental report will be issued.